Manufacturer narrative:
Date sent to FDA: 10/29/2020. Additional information: a1,a2,b7,d3,d4,g1,g2. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/9/2024. Corrected information: d4 (UDI). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2006 during which the surgeon noted ¿upon visualizing the mesh, it appears as though the anchors holding the mesh up had pulled free at some point and therefore the mesh had just inverted up into the hernia sac.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.